Manufacturer narrative:
System software revision: 2.3. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reported bubbles were found trapped in between the decemet and stroma at the main incision site during a laser assisted cataract surgery. The surgeon made a new incision with a knife to complete the procedure. Additional information provided states that the surgeon injected gas into the anterior chamber to reposition the descemet. The patient experienced significant vision loss and might have to undergo a secondary procedure if vision does not improve.

Manufacturer narrative:
Based on quality assessment, the product met specifications at the time of release. There is insufficient evidence to conclude that a system malfunction contributed or caused the reported event. The root cause cannot be determined conclusively. (B)(4).